Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had loss of pacing. During the revision procedure, it was noted that the setscrew was loose and there was blood infiltration. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated damaged right ventricular pace/sense and right ventricular high voltage grommets. The returned device indicated a loose/detached right ventricular high voltage set screw with foreign material in the setscrew socket. If information is provided in the future, a supplemental report will be issued.